Event description:
It was reported that during a procedure, the light was very weak at the exit. There was a completely loss of image. Backup device was available to complete the procedure. No delay nor patient injuries were reported.

Event description:
It was reported that during a procedure, the light was very weak at the exit. No backup device was available to complete the procedure. No delay nor patient injuries were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A visual inspection of the customer provided images showed the glass rod on light source was broken. This would have caused the reported low light output. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use.

Manufacturer narrative:
H10: h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. The reported complaint of light output malfunction could not be duplicated during the functional testing process. Ccu passed all functional testing and 4 hour burn-in inside of test tower. All video outputs and light source function performed as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions